Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the reported event was not confirmed by olympus. The device was unknown whether the product meets the specifications. However, since it was marked as ¿fractured,¿ it is highly likely that it does not meet the specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope electric cutting loop head was found to be fractured and unusable. A new consumable was immediately obtained. The original procedure could not be confirmed; however, the intended procedure was successfully completed using an olympus backup device. There were no reported patient injury or harm.